Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported one prefilled saline syringe came with a defective plunger. To aid in the investigation, one sample with no packaging flow wrap was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. A device history record review was completed for provided material number and lot number. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported syringe 10ml reg pr saline 10ml fill had a damaged plunger. The following information was provided by the initial reporter: "I wanted to let you know that we have one prefilled saline syringe with a defective plunger".